Event description:
It was reported that implantation of an impella 5.5 was difficult as the guidewire would not advance into the graft. Placement was achieved but was suboptimal. Attempts to reposition the pump were unsuccessful due to catheter kinking. The pump was explanted and a new pump was implanted. No patient harm was reported.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. Pump returned for investigation. No catheter or cannula kinks observed. Multiple attempts made to reposition. Pump ended up deep, in the papillary, and towards mitral. Attempted repositioning multiple times with resistance. Catheter kinked and decision made by implanter to explant and re-implant a new pump. Patient had tortuosity. Positioning issue: the cause of the positioning issue was most likely patient condition related due to patient's tortuosity. Product damage catheter kink: the cause of the catheter kink was most likely patient condition related as it occurred during multiple repositioning of the device through patient's tortuosity.